Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer reported air bubbles. The customer stated the air bubbles were not soda pop/champagne size. The customer noticed the air bubble during therapy. It was reported that the customer had high blood glucose due to the issues with the consumables but did not have issues with the pump. Neither of the reservoirs will be returned for analysis.